Event description:
In 2008, the pt reported that she received an e10 (cartridge error) while changing her insulin cartridge. She stated that the error occurred while retracting the piston rod and she was able to clear the error and resumed the change cartridge procedure. She stated that the error then recurred and the infusion device made a "strange rattling noise." She cleared the error and resumed changing the cartridge and the "rattling noise" recurred along with the e10 error. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.